Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the patient had a return of symptoms and noted he was having a lot of freezing when he walked. The patient had tried turning stimulation off/on and had also adjusted the amplitude up and down. The patient confirmed that he had not seen any error messages on the patient programmer and the devices seemed to be functioning as intended. The patient met with the health care professional (hcp) who told the patient to call patient services. The caller was redirected to follow up with the hcp to address the return of symptoms and freezing when walking. It was reported the change in symptoms was sudden beginning at the end of (B)(6). No further complications were reported or anticipated.